Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a chemotherapy infusion, hung as a secondary but programmed in the pump as "primary" using guardrails settings, still had drops being pulled from the primary bag of normal saline even through two hangers were used to lower the normal saline bag. The clinician stated that the normal saline infusion was then clamped and the chemotherapy was infused without issue. The event occured at an outpatient oncology facility. The event was reported to bd representatives during their site visit. There was patient involvement but the information on patient impact is unknown.

Event description:
It was reported that a chemotherapy infusion, hung as a secondary but programmed in the pump as "primary" using guardrails settings, still had drops being pulled from the primary bag of normal saline even through two hangers were used to lower the normal saline bag. The clinician stated that the normal saline infusion was then clamped and the chemotherapy was infused without issue. The event occured at an outpatient oncology facility. The event was reported to bd representatives during their site visit. There was patient involvement but the information on patient impact is unknown.